Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician accidently reattached the old pacemaker during the generator change. This was not discovered until the procedure was completed. The patient was re-draped and the procedure was redone to attach the device. No patient complications have been reported as a result of this event.